Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial pacing lead in the left ventricle was exhibiting high thresholds. The lead was turned off. The lead was subsequently capped and a new transvenous lead was placed in the his bundle. No patient complications have been reported as a result of this event.